Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified coronary artery. Following pre-dilation, a 24 x 3.00 promus premier¿ drug-eluting stent was advanced to treat the lesion. However, during advancement of the device, the stent was dislodged between the brachial and sub clavian arteries. The dislodged stent was applied with a low-pressure balloon and was removed together with the guiding catheter as a single unit. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.